Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 75% stenosed lesion in the distal left anterior descending (dlad) artery. An unspecified balloon was used for pre-dilatation causing a perforation in the artery. A 2.80x19mm graftmaster covered stent was advanced towards the perforation in conjunction with a guide extension catheter; however, the stent became flared and the graftmaster could not reach the perforation. A new same-sized graftmaster was used to treat the perforation and compete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.